Event description:
Falsely elevated troponin I results of 0.98, 1.49 and 1.65 ng/ml were obtained on three different patients. The results were not questioned by the physician. The same specimens were retested on the same analyzer after troubleshooting and ltni results of <0.04 ng/ml were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the reported falsely elevated troponin I result. Analysis of the instrument indicated that the most likely cause for the falsely elevated results was a disconnected tubing from the r1 wash probe, causing inadequate sample washing.